Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately five years, three and a half months following the implant of this transcatheter bioprosthetic valve, the patient experienced chest pain that radiated to the left side of the jaw and back with associated dyspnea. The symptoms had persisted for one day when the patient presented to the emergency department. Upon assessment, a blood sample was obtained and revealed an elevated troponin with the following values: 0.331; 0.375; 0.513; 0.53; 0.496; 0.43. Medication was administered. A 2-dimensional echocardiogram was performed both with and without contrast and identified a non-st segment elevation myocardial infarction (nstemi). It was noted an echocardiogram had been performed four months prior and was available for comparison; however, the results of that comparison were not clearly described. Approximately two weeks after onset, a cardiac catheterization was performed as treatment. In addition, continuous renal replacement therapy was performed and an intra-aortic balloon pump was inserted; the dates and reason for use were not reported. The nstemi was reported to be resolved without sequelae approximately one month, one week after onset. No additional adverse patient effects were reported.

Manufacturer narrative:
A duplicate report was identified, # 2025587-2024-01641. Going forward any new reportable information pertaining to these events will be reported via regulatory report # 2025587-2024-01641. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.